Event description:
The customer reported that their machine is not correlating to the cxr.

Manufacturer narrative:
(B)(4). One vps g4 system s/n: (B)(6) was returned. All returned items were in acceptable condition. During functional testing, all steps passed indicating the returned console was performing as intended. A case was not identified by the complainant. The complaint event was reported as 2/19/2020. The data from case 282522 dated 2/17/2020 was recorded and saved. The sr. Global strategic clinical marketing manager reviewed case file (B)(4)dated 2/17/2020. The manager reported: in file 1 - 5000 frames - there is a steady bbe with pulsating doppler and ECG signal showing a max p wave. The case continues on to 12000 frames, with many yellow frames during this time. The doppler remains in place inside the vasculature, as the pulsating blood continues. The ECG signal is not clear during this time. It is unclear why the case was not completed at 5000 frames showing a steady blue bullseye along with a maximum p wave and high velocity doppler signal. No explanation was given as to why the case continued after the steady blue bulls eye was obtained. It is possible that the clinician missed the blue bulls eye symbol and continued the case. It is possible after achieving the blue bulls eye, the catheter inadvertently moved in the vasculature. The manager concluded based on a review of the case file (B)(4) dated 2/17/2020 stored on the returned vps g4 console, the clinician has not followed clinical workflow while using the g4 device as outlined in the vps g4 console operator manual. A device history record review was performed and did not reveal any manufacturing related issues. The report "machine is not correlating to cxr from a case today" was not confirmed during evaluation of the returned vps g4 console s/n (B)(6). During functional testing, all steps passed indicating the returned console was performing as intended. No problem was found with the functionality of the returned console. However, after reviewing case file (B)(4) dated 2/17/2020, the sr. Global strategic clinical marketing manager concluded the clinician has not followed clinical workflow while using the g4 device as outlined in the vps g4 console operator manual. The probable cause of this issue is user error - not per IFU. An in service was requested to review with the clinician the clinical workflow outlined in the vps g4 console operator manual.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that their machine is not correlating to the cxr.